Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent a spinal cord stimulator (scs) system explant procedure and was doing well postoperatively. The explanted devices will not be returned as they were disposed by the medical facility. No device malfunction suspected.

Manufacturer narrative:
Exact date unknown, event occurred over a year ago from the date manufacturer was made aware. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(4). Batch: 21314057/5012465.